Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction section d7: missing explant date.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had infection and vegetation positive. The cause of infection was unknown. The lead was explanted. The patient was in stable condition.